Event description:
It was reported that there was leakage of priming liquid at the bottom of the arterial filter. The leakage occurred shortly after infusing the priming liquid. The device was replaced. No pt injury reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The filter was returned and tested for tightness. The filet was held below water and pressurized with compressed air up to 1.5 bar. Air bubbles were observed and leakage in the welding cover near the purge valve was confirmed. This type of leakage would be detected during the 100% functional testing performed in production. Based on the extremely low volume of reports for a similar event and low risk, we will continue to monitor incoming reports for weld failures. If an increase is observed, further actions will be initiated. A supplemental medwatch will be submitted if add'l info becomes available.